Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that implantation of an impella cp was aborted due to patient anatomy. Iliac calcification and potential spasms prevented access, and the guidewire exited the white area of the sheath just below the side arm. When the wire was removed bleeding continued. No patient harm was reported.

Manufacturer narrative:
Section d4 catalog number was corrected. D6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the introducer is not implanted/explanted in the patient.

Manufacturer narrative:
Coding updated per investigator request to remove "no signs, symptoms, or patient involvement" and add "minor bleed".